Event description:
Hold for jb 11.13 it was reported that during this cardiac resynchronization therapy defibrillator (crt-d) changeout procedure, pauses in pacing were noted during electrocautery procedure. The patient received short busts electrocautery to guarantee pacing. Technical services (ts) was consulted and provided guidance. The crt-d was replaced. No additional adverse patient effects were reported.